Manufacturer narrative:
This report is submitted april 20, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced recurrent infections at the implant site since implantation. Treatment with multiple courses of antibiotics and wound care was unsuccessful. The implanted device currently remains insitu, and the patient is continuing to be clinically managed by their healthcare provider.

Manufacturer narrative:
Per the clinic, the abutment was replaced under general anaesthesia on (B)(6) 2017. The patient will continue to be clinically monitored by their healthcare provider.